Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. It was further reported that the right ventricular (rv) lead exhibited oversensing of noise, oversensing and short v-v intervals. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.